Manufacturer narrative:
Zimmer biomet - (B)(4). Concomitant products: cat#195204; lot#746990 - vanguard xp total knee system femoral component. Cat#195332; lot#867950 - vgxp xp e1 tib brg rl 9x71. Cat#195402; lot#868520 - vgxp xp e1 tib brg rm 9x71. Related MFR reports: 0001825034-2017-10842, 0001825034-2017-10851, 0001825034-2017-10852. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records does not show any deviation from the manufacturing specification, non-conformity, or anomalies. This device is used for treatment. A complaint history review for the same issue identified no complaints for the subject lot number. The concomitant components were reviewed for compatibility with no issues noted. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that following a procedure performed on (B)(6) 2013, the patient reported during a 6 month follow up that he experienced problems walking about, problems with washing/dressing self, problems with usual activities and severe pain. The patient reported using crutches or a walker at both the 3 month and 6 month post-op visits.